Event description:
It was reported that during a supply change, a cartridge leaked after being filled to approximately 40 units, and no drops were observed during tubing fill until a new cartridge was used; the user was instructed to insert the cartridge before connecting tubing and to avoid overfilling, and they reported following proper technique with the replacement functioning as expected. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and successful continuation of therapy with a new cartridge. Investigation included troubleshooting with the user during cartridge replacement. Investigation of this case revealed a leaking cartridge component and an interrupted priming process, with function restored after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a faulty disposable cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.